Manufacturer narrative:
Additional information: h3, h4, h6, h10. H4: the lot was manufactured between october 29-31, 2022. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it shows residual fluid inside the device's bladder which suggests an underinfusion may have occurred. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a large volume infusor under infused. The expected infusion time was 96 hours; however, after an unspecified time an unknown volume of solution remained in the device. The device contained fluorouracil (5-fu). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.